Manufacturer narrative:
This report is filed on august 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, august 22, 2016.

Manufacturer narrative:
Correction: the previous MDR's submitted on august 22, 2016 and october 10, 2016 were filed inadvertently. No device malfunction, explantation or serious injury has occurred. The implanted device remains. Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed october 10, 2016. Device not yet received by manufacturer.